Manufacturer narrative:
Missing drive support disk sticker noted. Drive support disk was inspected. No flush or protruding drive support disk noted. Cracked reservoir tube lip noted.

Event description:
The customer called to report that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 144 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.